Event description:
Reporter alleged the patient received a result of 94 mg/dl on instant plus system 1, a result of 48 mg/dl on instant plus system 2, a result of 90 mg/dl on instant plus system 3, and a result of 100 mg/dl on instant plus system 4 when all tests were performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for the suspect device used in system 1. Reference medwatch report with (B) (4) for the suspect device used in system 3. Reference medwatch report with (B) (4) for the suspect device used in system 4.

Event description:
Case was in session. A loud bang was heard. Tee screen was blank. The probe could not be removed from the patient at the time; it was removed at the end of the case without harm to the patient.